Manufacturer narrative:
(B)(4) . As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room due to shocks. Review of the episodes revealed the shocks were inappropriately delivered due to t-wave oversensing. It was reported the patient had previously received inappropriate shocks due to t-wave oversensing. At that time, the shock vector was reprogrammed to mitigate the inappropriate therapy. It was also noted that the shock impedance measurements were high. It was reported an x-ray showed the electrode had moved slightly. The device was also found to be too anterior. It was noted the patient had gained a significant amount since implant. An invasive procedure was performed and the device pocket was successfully revised, this device remains in service. No additional adverse patient effects were reported.